Event description:
It was reported by the customer that a pyxis medstation es system cubie pockets were failed on the same bus. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that pockets in cubie were not detected on bus. The field service engineer cleaned the connections and tested in application to resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.